Event description:
The nebulizer was involved in a fire in the burn unit of the hospital. Product was allegedly being used along with an inspiron immersion heater. A subrogation expert stated that "the product was left to run without water causing the fire."